Event description:
The facility representative contacted baxter to report an infusor that the device did not work properly. The device was being filled with a 5-fluorouracil and diluent solution when the reservoir ruptured. There was no patient involvement; therefore, no adverse event, patient injury or medical intervention is associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The root cause investigation is in progress through CAPA idc-(B)(4).

Manufacturer narrative:
(B)(4). The device has been discarded and is not available to baxter for evaluation. A follow-up medwatch report will be submitted if additional information becomes available.